Event description:
Complainant alleged that during functional testing, the device displayed a "pacer fault 122", "pacer fault 123", and "pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.